Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem of 'device failed ,flow rate accuracy test, portion of annual pm' was not reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. The cause of the condition could not be determined. No pump correction is required to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump failed volume accuracy testing portion of annual preventive maintenance in the biomedical service department. There was no patient involvement. No additional information is available.